Event description:
Reprise IV post market study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin or other anticoagulants at the time of index procedure. No loading doses of antiplatelet medications were given prior to index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) in accordance with the instructions for use (IFU). No new conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the IFU. Retrieval was not attempted. On the same day post index procedure, the subject developed lbbb. On an unknown day post index procedure, a new permanent pacemaker was implanted to treat the event. Eight (8) days post index procedure, the event was considered to be recovered/ resolved and the subject was discharged home on other anticoagulant medication. It was further reported that on the same date post index procedure, transvenous pacing wire was immediately inserted and the subject was monitored under telemetry. Two (2) days post index procedure, left bundle branch was resolved and the transvenous pacing wire was removed. The previously reported pacemaker was implanted 7 days post index procedure. The permanent pacemaker was a new dual chamber boston scientific permanent pacemaker. The event is considered not recovered/not resolved, not recovered/resolved as previously reported.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin or other anticoagulants at the time of index procedure. No loading doses of antiplatelet medications were given prior to index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) in accordance with the instructions for use (IFU). No new conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the IFU. Retrieval was not attempted. On the same day post index procedure, the subject developed lbbb. On an unknown day post index procedure, a new permanent pacemaker was implanted to treat the event. Eight (8) days post index procedure, the event was considered to be recovered/ resolved and the subject was discharged home on other anticoagulant medication.